Event description:
The customer reported that a few drops of diluent had leak from the probe wipe block of the coulter act diff 2 analyzer. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) confirmed that a few drops were intermittently leaking from the probe wipe block (housing). The fse replaced the probe wipe block and flushed the vacuum line to the rinse block and replacing all associated tubing resolving the leak. (B)(4).